Event description:
Per incident report on (B)(6) 2017, pt was s/p vsd repair on dobutamine, vasopressin and iabp. In attempt to wean from iabp, pt placed on 1:4 for 15-20 mins. After return to 1:1 results from am echo showed subsequent vsd. Despite pt tolerating 1:4 therapy, decision to keep iabp d/t removal possibly further stressing cardiac function. Approx 30 mins later, inspection found about in iabp tubing indicating iabp balloon rupture. Pt immediately began showing hemodynamic compromise. High dose inotropes initiated and iabp was removed by provider team. Pt continued to decline, further surgical intervention was declined and family chose to withdraw care. Pt passed later in the afternoon.